Manufacturer narrative:
Device received with blank display. After disconnecting the electronic assy stack and reconnecting the electronic assy stack, unit power up properly. Problem isolated to electronic assy. No traces of moisture were noted at keypad traces, electronic assemblies or motor assemblies per visual inspection. Device received with cracked case at display window corners. Device received with minor scratches on lcd window.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 326 mg/dl. Customer mentioned the device was exposed to a lot of sweat. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.